Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional patient/event details have been reported to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a distributor reporting "the case of the hours collector is broken." No further information was provided including patient information, treatment or outcome.

Manufacturer narrative:
The batch record for this reported event did not reveal any discrepancies/deviations that were related to the complaint issue. No additional investigation is needed. To further clarify, there was a discrepancy found during a previous associated investigation, which the corrective action (ca) is still in progress. Sterilization was performed in accordance with parameters. It was noted that the batch was released according to requirements. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 18, 2016.